Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the manual cleaning and manual reprocessing was not conduct. Additionally, as to the incorrect reprocessing of the camera head. We determined, that the reported phenomenon might be prevented by performing correct reprocessing according to the contents written in the reprocessing manual: all disinfection methods and all sterilization methods require thorough, prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned, prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that they were not performing the reprocessing of the camera head as indicated in the instructions for use prior to use of the device for procedures. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer indicating that the customer used the camera-drape, the drape is removed by pulling out the drape, the cable is not wiped during precleaning, no manual cleaning is conducted, the facility has been provided training materials provided by olympus, the system is 1.5 meters from the operating table, the camera cable was not coiled during the procedure, when the camera head is detached from the system it is placed on the mount and cable, there was no friction on the surface of the cable, and the camera cable is coiled during storage with a 40 cm coil size. An olympus endoscopy support specialist has been requested to be dispatched to the user facility to observe the user facility's reprocessing practices and provide a reprocessing in-service training, the date has not been scheduled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.